Event description:
Possible underdelivery reported. The pump was set to infuse norepinephrine via line c at 10mcg/min. The pt was in unstable condition with a critically low blood pressure. There were other fluids infusing on lines a and b, but info regarding the medications and infusion rates was not available. The pt did not respond clinically as expected, his blood pressure did not improve. The nurse then moved the norepinephrine infusion from the central line to a peripheral line with a different pump. At that time the pt blood pressure improved. It was not known whether device line c did not infuse as expected, or if the matter of several solutions going through the central line at the same time interfered with the therapeutic effect of the drug. There were no reported device alarms. Further info was requested, but was not available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for omniflow product is <0.01/million sets.